Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20013299 it was reported the rn primed the tube and notice leaking from the line.

Manufacturer narrative:
The following fields have been updated with corrections: b.4. Date event reported to cfn: 2020-06-16. G.4. Reportable aware date: 2020-06-16.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20013299 it was reported the rn primed the tube and notice leaking from the line.